Manufacturer narrative:
Product analysis: errors were confirmed in the log. However, the issue could not be reproduced. The central processor was replaced, as a preventative measure. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer crashed, during threshold testing, causing asystole in the patient for approximately two to three seconds. The patient reported symptoms of presyncope. The programming head was moved away from the patient's device, and symptoms abated. The programmer was returned for service. No further patient complications have been reported as a result of this event.